Event description:
Pt was suddenly kicked out of the g7 app and is asked to log back in. Pt was able to log back in however it went back to the onboarding with the overview, app set up and start sensor.

Manufacturer narrative:
(B)(4).